Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/13/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, scar, and infection extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. The reaction was treated with a prescription IV steroid medication. There was no additional information provided about the medical intervention. The patient used flonase as a barrier product, and it helped to minimize or prevent the skin reaction. At the time of the report the patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 05/13/2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, scar, and infection extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. The reaction was treated with a prescription IV steroid medication. There was no additional information provided about the medical intervention. The patient used flonase as a barrier product, and it helped to minimize or prevent the skin reaction. At the time of the report the patient was fine. No additional event or patient information is available.